Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons harder to press and had to press multiple times. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had lost settings during battery change, date and time resets with battery change, rewind takes longer and insulin pump receives random no delivery alerts. The insulin pump will not be returned for analysis.